Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced three infusion set cannula kinked event, first two on 24-apr-2024 and second on 28-apr-2024. All the events occurred within 3 hours of insertion. The insertion site for first event was at abdomen and upper buttocks and second event was at upper buttocks. The blood glucose level at the time of first event was 410 mg/dl and patient was treated with correction bolus via pump followed by changing soft cannula infusion set and resumed insulin successfully and the blood glucose level at the time of second event was 370mg/dl and patient resolved it by replacing infusion set and resumed insulin deliveries successfully followed by manual injection. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial MDR 1877229 - device 3 of 3. E1: patient city: (B)(6).